Event description:
It was reported that at the beginning of the photoselective vaporization of the prostate procedure, the fiber was confirmed to be in excellent performing condition. Six minutes into the procedure, the physician observed the fiber rotating within the metal cap and the fiber began forward firing. It was noted that the fiber tip was in good condition an was not cleaned during the procedure. The fiber was replaced, and the second fiber was used to complete the procedure without any complications to the patient.